Manufacturer narrative:
B3: date is month/year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and fecal incontinence. It was reported that they think they are having trouble with the implant because they had experienced a loss of therapeutic effect and stimulation down the outside of the leg. They had the device implanted primarily for fecal incontinence but also for urinary incontinence which they had always had. For a while they could feel the vibration on the outside of their leg at their thigh and then they just did not feel it anymore at all. They did not know if it got turned off or lowered or what happened but they were now having problems with incontinence again. This started probably a month to a month anda half ago. It was almost like it was causing their leg to cramp up and it was constant when they were standing. When they were standing in their yard, all of a sudden they could really feel it on the outside of their leg and was almost painful. They changed to program 2 and lowered amplitude to 0.3 and the stimulation on the outside of the leg subsided. It suddenly quit working and they let it go for a couple of weeks and s lowly the fecal incontinence had come back. They were also having trouble emptying their bladder. The patient was not certain of the cause but wondered if the lead had migrated or if it is something else with their body. They have had falls but not bad ones. One night they felt like the whole thing flipped upwards on their hip because they had rolled over in bed and the device caught on something. They could feel the edge of it and almost push it to where it popped up on one side. The patient indicated it was not that deep and felt less than an inch below the skin. The agent reviewed therapy information and the option to try different programs or turn therapy off until they could follow up with managing healthcare provider. The patient changed to program 3 and increased the amplitude to 1.3 and said they would monitor symptoms. The patient plans to discuss with their managing hcp tomorrow if possible.